Event description:
It was reported that the user experienced an episode of low glucose while using the device, with the event attributed to hypoglycemia of unclear cause, and troubleshooting and education were completed. Symptoms included hypoglycemia with a blood glucose level of 59 mg/dl. Outcomes included the need for oral glucose treatment. Investigation included a review of complaint details. Investigation of this case revealed no device malfunction identified based on available information. It was concluded that the cause of the hypoglycemic event was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.